Manufacturer narrative:
Stanmore implants dispatched a re-bush kit to the surgeon on march 23rd 2017 so that a wash out and polyswap could be completed. The procedure was completed with no reported complications. Based on the provided information, the product reported in this investigation did not contribute to the event and there is no device failure. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to stanmore implants worldwide (siw). Further information such as product details, product return, pre- and postoperative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause.

Event description:
It was reported that the patient needs a revision procedure due to infection.

Manufacturer narrative:
An event regarding infection was reported. The event was not confirmed. The distal femur jts was dispatched to the healthcare facility on (B)(6) 2017 and no complications were reported relating to the primary insertion procedure. It is reported on (B)(6) 2017 that the patient came back with infection and the surgeon indicated that he needed to wash the joint and change polyethylene parts asap. Stanmore implants (siw) dispatched a rebush kit to the surgeon on (B)(6) 2017 so that a wash out and polyswap could be completed. The procedure was completed with no reported complications. Based on the provided information, the product reported in this investigation did not contribute to the event and there is no device failure. The exact cause of the event could not be determined because insufficient information was provided. Requests were made for further information in relation to this incident however the requested information was not provided to siw. Further information such as product return, pre- and postoperative x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that the patient needs a revision procedure due to infection.